Manufacturer narrative:
During follow-up, the patient said he loves the (B)(4) product, and noticed no defects or malfunction. He did not know the lot numbers of any of the (B)(4) units he used at the time of the infection and had none to retrieve.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed intravenous (IV) antibiotics for several days which the patient administered himself at home after being taught by a nurse.